Event description:
It was reported that since the device was implanted, it had been causing the patient pain instead of softening the pain when stimulation was turned on. Additional information received reported that the patient had identified no relief. It was noted that a diary showed no use of the system. It was noted that the patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report; supplemental report will be filed when analysis is completed.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity due to overdischarge. Analysis of both leads found no significant anomaly. It was noted that on both leads the lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.